Event description:
Medwatch report received on 4/21/09. Event description stated that during cataract surgery, an intraocular lens was implanted. The first lens was defective(one of the prongs to hold lens in place had broken off). This problem was not known until inserted. The doctor had to remove the lens, requiring a larger incision and stitches.

Manufacturer narrative:
This event was reported to the manufacturer through FDA's medwatch program. The lens was not received by the manufacturer for analysis. Since no identifiers were received, we are not able to follow-up with the user to obtain additional information. Iol not received for analysis